Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: according to the complaint, the pretests of the ventilator passed. However, when the ventilation was initiated on patient, there was no visible sign of chest movement. Return tidal volumes were 30-50ml when the ventilator was set at 400ml. The ventilator was exchanged, and the patient had normal chest movement and return tidal volumes were correct. No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1: investigation outcome. Upon reviewing the device logs, it was noted that ventilation was initiated in (s)cmv+ mode, but within less than five seconds, the ventilator triggered alarms indicating a patient-side disconnection, low minute volume, and low tidal volume. Although the device was switched to standby multiple times in attempt to resolve the issue and pre-operation checks were completed successfully, the issue persisted. Each attempt to restart ventilation resulted in the same disconnection alarm within seconds. Notably, there were no alarms related to inspiratory volume limitation or pressure limitation in the device logs. The device had last been serviced in august 2024. Device settings at the time of event: 447/2025-07-01 06:38:52/control /vt => 400.0 ml. 453/2025-07-01 06:38:52/alarm /vt (low) => 280.0 ml. 454/2025-07-01 06:38:52/alarm /vt (high) => 850.0 ml. 457/2025-07-01 06:38:52/alarm /plimit => 30 cmh2o. 458/2025-07-01 06:38:52/alarm /pressure (low) => 5 cmh2o. 459/2025-07-01 06:38:52/alarm /pressure (high) => 40 cmh2o. 464/2025-07-01 06:38:52/mode /standby => (s)cmv+. The local service engineer tested the device using three different ventilation modes that may have been in use at the time of the reported event. The tests were performed using a 1 l test lung. No issues were detected during testing, and the device was confirmed to be functioning properly. The reported problem could not be reproduced. Based on the available information, this case is considered closed